Event description:
It was reported that the device alarmed primary audible alarm background (bkgd) test error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the top case was chipped at the lower left corner and the battery was missing. There was a primary audible alarm background test error in history. The reported event could not be verified after the flow and occlusion tests. The interconnect board cable was hot glued to main board connection. The root cause of the reported event could not be determined. The technician replaced speaker as a preventive measure. The device passed functional and delivery tests. There's a corrective action preventive action (CAPA) for primary audible alarm background test issue.